Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading at the time of the issue, but the most recent blood glucose reading was 119 mg/dl. The customer stated that the back, up and down arrow buttons were sticking. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.